Manufacturer narrative:
Concomitant product(s): product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID:> 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n496858, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient reported the stimulation stopped a couple of days ago and he was having difficulty charging. He saw the reposition antenna screen. Poor coupling was reported. The patient was assisted to turn the antenna dial and restart the charge. The patient reported getting 8 coupling boxes and the implantable neurostimulator (ins) battery icon was blinking between empty and 1/4. Repositioning the antenna resolved the issue. The patient was able to turn the stimulation back on during the recharge session using the buttons on the left side of the implantable neurostimulator recharger. If additional information becomes available, a follow-up report will be submitted.